Event description:
It was reported that during inspection, it was noticed that the inside strip of the drill guide handle is cracking, 12.5mm entry reamer is dull, ruler threads are broken and the medium hexdriver is bent. No case involved.

Manufacturer narrative:
Investigation results: the device, intended for use in treatment, was returned for evaluation. Our investigation included a visual inspection of the device which confirms that the epoxy coating over the internal witness wire has degraded and has begun to come off. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to eliminate the occurrence of this failure. The device was manufactured in 1994. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.